Event description:
It was reports that the legacy alarmed no disposable detected . No patient injury was reported.

Manufacturer narrative:
Other text: customer reports that her legacy alarmed no disposable detected . Tamper seals were intact, device was in good condition. Ran the unit with empty cassette from previous setting last user, setting for a few times and could not duplicate report error. Unable to determine who caused the problem. Replaced dso sensor as preventive measure.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable detected". This occurred while in use with a patient, but it is unknown if there was a patient, or clinician injury associated with this occurrence.

Event description:
It was reports that her device showed no disposable detected alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reports that her device showed no disposable detected alarm. Tamper seals were intact, device was in good condition. Ran the unit with empty cassette from previous setting (last user's setting) for a few times and could not duplicate report error. Unable to determine who caused the problem. Replaced dso sensor as preventive measure.

Event description:
It was reports that her device showed no disposable detected alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reports that her device showed no disposable detected alarm. Tamper seals were intact, device was in good condition. Ran the unit with empty cassette from previous setting (last user's setting) for a few times and could not duplicate report error. Unable to determine who caused the problem. Replaced dso sensor as preventive measure.